Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. No specific symptoms were reported but the patient was hypoglycemic, and was brought to the hospital. At the hospital the patient was treated with intravenous glucose. No further treatment was reported to be needed and after 2 days the patient was discharged. At the time of the report the patient was stable. The alert/notification settings issue was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem, additional. H2 correction/additional information. H6 medical device problem code, correction. H6 type of investigation, additional. H6 investigation findings, correction. H6 investigation conclusion, correction.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. No specific symptoms were reported but the patient was hypoglycemic, and was brought to the hospital. At the hospital the patient was treated with intravenous glucose. No further treatment was reported to be needed and after 2 days the patient was discharged. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.